Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that there was poor coupling. Patient stated that they had medical issues so the neurostimulator (ins) depleted. Patient confirmed that the medical issues were 2 strokes that were unrelated to the device/therapy. Patient stated she was trying to charge her ins but could not get more than 4 coupling boxes and ins was not incrementing more than 1/8. Patient stated she was unable to turn ins on to help as patient has got much more pain right now. Patient mentioned she has sciatica which was her reason for implant but pain has been worse for the past 2 weeks. Patient stated when she had the ins implanted, the healthcare provider (hcp) chose to put the battery on the left side, when it had been on the right side before. Patient reported she has had trouble getting the ins to charge ever since and when ins charges all the way up it gets hot. Troubleshooting occurred during the call. Patient was able to achieve 8 coupling following al, but then lost all boxes when she leaned back. Patient was able to reposition without the al to again achieve 8 boxes. Patient stated antenna needed to be positioned with hand, pushing hard against implant, with wire going down and where the hook is straight up. Patient stated she cannot achieve with this belt. Patient services (pss) offered adhesive discs but patient stated she was allergic. Patient stated she has a film that she can put on skin to protect from the adhesive that she can try. Patient asked if positioning of ins could affect charging. Patient mentioned during the call that she will but the insr antenna on the scar/implant incision to charge. Troubleshooting resolved the reported issues. No further complications were reported/anticipated.

Manufacturer narrative:
A correction was made, a patient code was added. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient continued to have difficulty charging. The patient noticed the recharger had some antenna damage, and the wire was bent. Patient was issued a new recharger. The patient reported she had to wear the belt very tightly to recharge, and stated it was "almost cutting her stomach in half." The patient tried adhesive discs but stated that they did not help, and the ins-antenna connection did not feel flat. The patient stated that she doesn't use ins as much as she would like because it takes her 2 days to charge to 50% and still can't get a full charge. The patient stated the recharger was heating and it was clarified that this occurs after charging for a few hours. It was reviewed that after charging for this length of time heating may be normal. The patient reported that the ins was "a different shape" the patient clarified that it was feeling like the ins has moved, like it's not lying flat, and was crooked. The patient reported she doesn't know if it's scar tissue or if ins moved or if ins is too deep or something else. She reviewed she did talk to a manufacturer¿s representative at one point about what her current ins looks like and they recommended having ins assessed by surgeon, the patient said she thinks they may need to "pop it out." There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain.

Manufacturer narrative:
Continuation of d11: product ID pnma01411a004 serial# unknown product type recharger. Product ID 97754 serial# (B)(4) product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
They called again on 2019-mar-01 repeating the same information (shocking, charging, never worked since implant as already reported in related files). Patient stated that they had not heard back from the rep. No new information reported. They called back again on 03-07-2019 stating they were still having the same issue and had not heard from anyone. The caller stated she never got the hcp listing- the patient resent and the caller confirmed on the call that she received. The caller repeated the information regarding the shocking, charging issues, falling and thinking something was wrong with the device. They stated she thought she just wanted it out. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID pnma01411a004 lot# serial# unknown product type recharger product ID 97754 lot# serial# (B)(4) product type recharger medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they were tired of their device. The patient stated that they had ¿problems since implant with charging and the actual device¿. The patient stated that the device (recharger) would not charge the ins and they had to let it go dead. The patient stated that they thought the ins moved. The patient stated that they never had problems with their old ins. They stated that they had met with the local manufacturer representative (rep) back then and the patient reported that it felt like there was ¿a line or dent going across the device¿. The patient stated that they just wanted the device out. The patient reported that they were having pain. The patient stated that they were looking for a healthcare provider (hcp). They stated that they had pain and that was why they got the device to begin with. The patient mentioned that the coupling boxes would always drop and then they would just shut off. The patient stated that the belt cuts when charging. They stated that the belt was so tight they could hardly breathe. The patient stated that they thought the ins had moved and they were not sure when this all happened. The patient stated it was a flat surface before. The patient stated they tried sticky pads, but that did not help either. They stated they would put something over that site too when charging to hold it in place, however it would then overheat. The patient stated that they let the implant just die. The patient stated that they did meet with someone about this and the rep wanted the patient to see the hcp. They stated that their hcp was only seeing pediatric patients, so the patient did not have an hcp. It was asked but was unknown when the issue of the paddle equipment was replaced due to the cord being bad occurred. It was reported that the patient¿s issues with the implant and pain had been occurring since implant (2017-08-31). It was also asked but was unknown when the issue o f the ins moving occurred. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that she had poor communication when trying to connect and thinks the implant is dead. The patient explained that it would charge for 10 minutes and then just shut off.